Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a vehicular accident due to hypoglycemia. As a result, the customer was hospitalized. The reported blood glucose reading was 38 mg/dl. The customer was also suffering from hypothermia. The customer stated that prior to the event, he was working and this may have contributed to the hypoglycemia. The customer also stated that on two other occasions, he was treated by paramedics due to hypoglycemia. Nothing further was reported.